Event description:
It was reported that the health care professional (hcp) wanted assistance for magnetic resonance imaging (MRI) programming for this pacemaker. The pacemaker is part of an MRI conditional system. Technical services (ts) assisted the hcp but noted that there was undersensing of atrial fibrillation (af). Ts suggested that the patient follow up with cardiology to evaluate the undersensing. The device remains in use. No adverse pateint effects were reported.